Event description:
It was reported that, "post operative films, approx almost 2 yrs out showed disengagement of tulip head from the screw, left s1 screw. From what we know, it was a xia 3 polyaxial screw. Didn't seem to be bothering the pt at all, and the pt was fully fused, so dr lam decided to leave it alone and not take it out."

Manufacturer narrative:
The product associated with the incident remains implanted, and no product inspection or metallurgical study was possible to evaluate the failure mode. Given the lack of info available at this time no formal conclusion can be drawn. Should the device be explanted add'l info will be made available and will be reported as supplemental. Method, result and conclusion will be made available following an engineering eval.